Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a treatment of esophageal varices procedure performed on (B)(6) 2025. It was reported that during the procedure, the band failed to deploy. It was noted that the bands overlapped on the cap. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a treatment of esophageal varices procedure performed on (B)(6) 2025. It was reported that during the procedure, the band failed to deploy. It was noted that the bands overlapped on the cap. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Additional information: there was no difficulty setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2: additional information: block b5: there was no difficulty setting up the device. The reported event of bands failure to deploy was confirmed based on the media inspection provided by the customer. A risk review was completed and confirmed that the event of bands failure to deploy was defined in the risk documentation and is documented accordingly. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Although the device was not returned for analysis, the pictures attached showed that the bands were overlapped and that the slack was not taken up, which is inconsistent with the instructions for use (IFU) requiring the user to pull the proximal end of the trip wire and secure the slack in the handle slot. The device history record verified that the device met all manufacturing specifications prior to distribution, and no deviations were identified during assembly. Based on the available information and evidence of incorrect setup, it was determined that failure to follow the IFU likely affected the functionality of the handle and prevented proper band deployment. All compiled information from this investigation determines that the most probable root cause is failure to follow instructions.